Manufacturer narrative:
D4: serial #=na

Event description:
It was reported that during a radical cystectomy, the back min button would not work. Used the foot pedal to complete the procedure. There was no patient consequence.